Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/26/2016 a medtronic representative performed an imaging system check-out, mechanical and system inspection areas passed. Imaging modalities test failed. Mobile view station (mvs) application could not find the config file. Re-loaded software and installed the back-up files. Issue resolved. System ready for use. On 05/02/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative received a report from a site radiographic technologist (rt) that they were receiving an application error message when booting up their imaging system. Re-booting the system did not resolve the issue. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.